Event description:
It was reported the temperature reading remained constant during ablation. A intella nav oi was selected for a ablation procedure. When ablation was performed the temperature displayed remained unchanged at 51 degrees from the midway. Even if the catheter was taken out of the heart, the temperature did not change. There was no problem with the irrigation and there was no foreign object attached/adhered to the tip. It was suspected that the temperature sensor is defective. The procedure was completed using another catheter with no patient complications.

Manufacturer narrative:
Device evaluated by MFR. Dried body fluid found on the handle, main body tubing and distal end. Dried saline on the distal end and inside several irrigation ports. All electrodes, sensor and thermocouple resistances measured in spec and were typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Device was soaked for 30min during which it went through multiple ablation/agitation cycles. No temperature issues prior to, or during were observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported the temperature reading remained constant during ablation. A intella nav oi was selected for a ablation procedure. When ablation was performed the temperature displayed remained unchanged at 51 degrees from the midway. Even if the catheter was taken out of the heart, the temperature did not change. There was no problem with the irrigation and there was no foreign object attached/adhered to the tip. It was suspected that the temperature sensor is defective. The procedure was completed using another catheter with no patient complications.